Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Device code (B)(4) no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient stating that the action taken to resolve the issue with more leaking was just checking the edvice to make sure it was on. And that the issue with more leaking was confirmed as not caused by the unrelated device and therapy hospital stay and CT scan. No further complications were reported. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had been having more leaking in the last day or two. Patient mentioned in the hospital the night before last, and had a CT scan done. Patient confirmed the hospital stay and CT scan was unrelated to the device. No further complications were reported.